Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter collar broke. The 85% stenosed target location was located in the severely tortuous and severely calcified right coronary artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that a non bsc stent failed to deliver through the target lesion. Then, a guidezilla was used for stent delivery; however, the device could not deliver easily. The physician pushed the guidezilla more into the vessel until the collar on the transition part broke inside the non bsc guide catheter. The broken guidezilla was removed smoothly without issue as the device was not completely separated. The device became totally broken and separated into two part outside the patient. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed a complete separation with the ptfe (polytetrafluoroethylene) completely removed from the collar, damage to the collar, tip damage and numerous kinks in the hypotube and distal shaft. Inspection of the remainder of the device found no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the catheter collar broke. The 85% stenosed target location was located in the severely tortuous and severely calcified right coronary artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that a non bsc stent failed to deliver through the target lesion. Then, a guidezilla was used for stent delivery; however, the device could not deliver easily. The physician pushed the guidezilla more into the vessel until the collar on the transition part broke inside the non bsc guide catheter. The broken guidezilla was removed smoothly without issue as the device was not completely separated. The device became totally broken and separated into two part outside the patient. No patient complications were reported and the patient's status was good.